Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(4) 2014, inratio inr: 1.4 and 2.8. The time between testing was a couple of minutes. Reportedly, milking finger after finger stick, monitor not in correct mode and added multiple drops of blood. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.